Event description:
It was reported that externalized conductors were observed via fluoroscopy. All electrical measurements were normal. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned cut in two segments. Internal insulation abrasions were found at 7.3-7.4cm, 7.8-8.0cm, 9.8-11.5cm, and 12.0-12.3cm from the distal tip. External insulation abrasions were found at 32.0-32.2cm and 35.2- 35.3cm from the distal tip, consistent with lead friction to an unknown source. The etfe coating was intact at all abrasion locations.

Manufacturer narrative:
A partial lead was returned cut in two segments. Internal insulation abrasions were found at 7.3-7.4cm, 7.8-8.0cm, 9.8-11.5cm, and 12.0-12.3cm from the distal tip. External insulation abrasions were found at 32.0-32.2cm and 35.2- 35.3cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at all these locations.

Event description:
New information received stated that the lead was explanted and replaced.

Event description:
New information notes that post explant, the patient presented to the hospital after developing superior vena cava syndrome. The patient experienced choking, symptoms consistent with pemberton's sign. It was reported that the svc had almost completely occluded and balloon angioplasty was performed. The patient's symptoms have subsided and will continue to be monitored. The ICD system functioned normally throughout the procedure.